Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultra meter was giving the error 2 message. The sr. Medical surveillance specialist was able to classify the complaint based on the info originally provided. Since about one month prior to contact lfs, the pt obtained the error 2 error message upon test strip insertion into the reported meter. She did not obtain a blood glucose reading. On an unspecified date afterwards, the patient experienced the symptom of sweating. She did not receive any medical attention. The pt noted she had been taking the oral diabetes medication actos (pioglitazone) 45 mg for three months. Troubleshooting revealed the pt's testing technique was correct, and the test strips were in good condition. The issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels, due to the meter issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.